Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrode non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a&b" between ECG "b" and the distribution node (dn). The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional tes.